Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the device was kinked on two points of the shaft 2.58 inches and 3.55 inches from the tip of the sheath. The dilator could not be snap locked into the sheath handle. The dilator luer was defective and this defect appeared as flashing from the molding process. In conclusion, the reported dilator issue was confirmed through testing. The sheath failed the returned product inspection due to a dilator luer damage and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the dilator clip of the sheath would not clip onto the balloon catheter. Additionally, it was noted that the outer diameter of the dilator was much smaller than the inner diameter for the catheter. The case was completed with cryo. The sheath was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.